Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an "aev failure" alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an "aev failure" alarm condition occurred. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was confirmed. However, no defects found. Additionally, the device's air inlet foam filter was replaced due to preventive maintenance.